Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient reported they thought they had finally got the program right but it turned out that was just a fluke. The patient said they took a pill at night and in the morning to slow down the speed at which they had to run to the bathroom. The patient said they called their doctor's office and were told that they can call the manufacturer for assistance. The patient then said that when they called the manufacturer, they tell them they have to speak with their doctor before making a change to programs. The agent reviewed the role of the manufacturer vs the health care provider and reviewed that the agent can show the patient how to make any type of adjustment but that the agent wouldn't provide medical advice. The patient understood. The patient requested assistance turning stimulation up. During call the implant was in MRI mode. The agent ass isted the patient in exiting MRI mode and turning therapy back on. Therapy came back on at 0.1 ma, the patient increased stimulation to 1.6 ma where they felt stimulation comfortably in their bicycle seat area. The patient said they accidently left the implant in MRI mode because they had an MRI of their lumbar last week. The patient said their primary care doctor told them that the MRI showed there was a problem with a nerve that runs all the way down the spine from top to bottom and it may be interfering with the signals from the implant. The agent directed the patient to their health care provider in regards to nerve damage. The patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. The patient called back on 2025-dec-09 and mentioned previously reported information about their last therapy adjustment. The patient added that several days later they were urinating in their pads every 10 minutes and that they were told by their doctor to contact the manufacturer. During the call, the agent reviewed general therapy information and walked the patient through changing programs, but when the patient was adjusting their stimulation they said they were hardly feeling the stimulation in their bicycle seat area and instead felt the light vibration more on their implant area. The patient added that they never felt the stimulation in their bike seat area and that they always felt it in their implant area. The patient also mentioned that they previously had a fall. They were redirected to their doctor to further address the issue. The patient called back later that day and repeated information. They mentioned that they increased the amplitude too high to the point that it was hurting so they asked for guidance in decreasing it. When the patient connected to the ins they were on program 6 at 2.7 ma. The patient decreased amplitude to 2.5 ma and felt a lot better, but they wanted to try a different program. The patient changed to program 3 and increased amplitude until they could feel comfortable stimulation. The patient will maintain amplitude on the new program and continue to monitor symptoms.